Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, there was high pacing impedance on the right ventricular (rv) lead. The rv lead was repositioned with no resolution. The rv lead was explanted and replaced to resolve the event. The patient was stable.